Event description:
The customer reported to olympus, the elevator channel of the evis exera ii ultrasound gastrovideoscope tested positive for 18 colony forming units (cfus) of micrococcus luteus. The issue was found during a routine culture of the scope. All channels were sampled. The sampling occurred during reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. Upon completion of the independent culturing, the device was returned to olympus for evaluation. The device evaluation found the glue on rubber of the bending section was discolored and separated, paint peeling on both the scope cover and suction cylinder nut and a kinked universal cord. In addition, wear and tear was found on switch 1 and the angulations were out of specification. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. During pre-cleaning, the customer suctions water from the channels and flushes the air/water channel, auxiliary washing channel, balloon channel and the elevator channel. The customer did not use a detergent during pre-cleaning. During manual cleaning, the customer cleans the scope with the detergent aniosyme synergy 5 and brushes the operating/suction channel, suction cylinder, the operating channel opening/port, the balloon channel and the distal end/area around the elevator using olympus maj-1888 and aset inmed, ref 201790 brushes. The scope was manually disinfectant with aniosyme synergy 5. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The scope is wrapped and then stored inside a drawer. Olympus was used for repair and maintenance. The scope was not sterilized. The customer also does a culture check on the aer but results were not provided. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.